Manufacturer narrative:
The reported issue was confirmed. The root cause identified as an internal fault within the heater. The device was evaluated upon receipt. Failed functional verification for not heating above 22.8°c in bypass. Error 40-unable to maintain stable water temperature experienced, due to a tested open within all 4 heater elements. The heater was replaced. Power cord found to have exposed wire. Tank seals found worn/torn. A 2000-hour pm will be performed. Power cord and tank seal replaced.a 2000-hour pm was performed, which included servicing of the circulation pump, mixing pump, replacing the evaporator outlet tube, replacing the double-bend tube, replacing the heater (lot#1915 with lot#2536) due to faulty, replacing the drain valves and replacing the manifold o-rings unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures the arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs assistance with the arctic sun device giving calibration error 80. Per follow up information received via task on 15sep2025, they have not been able to repair the device and attempted reaching out to tech support a couple times but unfortunately, had to exit the call due to other issues at the hospital and was not able to speak with anyone else about the issue. Requesting a quote to send the device in for repair. Forwarded information to technical support team to start return process. Per sample evaluation results on 14oct2025, power cord found to have exposed wire. Tank seals found worn/torn.